Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or lead itself become available.

Event description:
Ous MDR: it was reported that approx. 91 months after the implantation, a single measure of shock impedance was out of range (< 25 ohms). The lead remains implanted and active. No adverse patient side effects were reported.